Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, cough, difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown gray contamination (dust-like) at the air input of the blower box. A light dust-like contamination on the top of the blower motor and the blower motor seal. A potential mineral deposit spots/stains on the bottom blower box, indicating potential water ingress. Tiny unknown black and white specs of contamination on the bottom the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, black and white specs found were external to the device and mineral deposit, stains/spots and water ingress were consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.